Event description:
During a follow-up, increased capture threshold and increased pacing impedance was observed on the right ventricular (rv) lead. Fibrotic tissue at the lead tip was the suspected cause, but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.